Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the child was admitted to the nicu as a "premature infant" due to premature birth at (B)(6) weeks. The child was given ECG monitoring as prescribed by the doctor, and the equipment was monitored normally after connection. After less than 12 hours of use, the probe was damaged and the patient's blood oxygen could not be displayed, so the spare pulse oximeter sensor was replaced, and the equipment returned to normal use, and the equipment maintenance personnel were informed. The patient experienced serious injury.